Event description:
It was reported the patient underwent valve replacement 3 years ago. An echo showed high gradient and suspicion of stenosis. The patient went in for re-op and during explant, the physician noticed some vegetation on the leaflets, but no calcification was present. The patient is reported to be doing fine. Additional information has been requested.